Manufacturer narrative:
(B)(4). The s-ICD was able to be successfully implanted and remains in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that prior to the implant procedure, interrogation of the boxed subcutaneous implantable cardioverter defibrillator (s-ICD) revealed both a high impedance alert and a da alert. A memory download was performed and sent to boston scientific technical services (ts) for review. A ts consultant reviewed the data and confirmed that the high impedance alert was triggered as the device had been taken out of shelf mode in (B)(6) 2014, prior to the implant procedure. The high impedance alert is considered normal behavior as the device will start conducting measurements when out of shelf mode. It was also determined that the da alert was triggered due to a memory inconsistency that was self-corrected by the device. The s-ICD was functioning normally. No adverse patient effects were reported.